Manufacturer narrative:
Analysis of the returned subject device confirmed the reported behavior. Upon reception, the power connector is broken, causing the charge failure and device malfunction. The most probable hypothesis is that a shock on a hard ground caused the breakage of the power connector. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 2025-11-26, customer center received a phone call from a visiting care staff member. The patient noticed that the power light on their smart view monitor kc981 (s/n: (B)(6)) was not lit four or five days ago. Unplugging and plugging back in the cable connected to the unit did not improve the situation, nor did plugging back in the power cord. Changing the installation location did not resolve the issue. Transmission data up to (B)(6) 2025 was available, but the last communication date and last connection date had not been updated since (B)(6) 2025. On 2025-12-02, customer center reconfirmed the issue by phone, but the issue had not been resolved, so we decided to replace the unit. On (B)(6) 2025, normal communication was confirmed at the patient's home using a replacement unit.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, customer center received a phone call from a visiting care staff member. The patient noticed that the power light on their smart view monitor kc981 (s/n: (B)(6)) was not lit four or five days ago. Unplugging and plugging back in the cable connected to the unit did not improve the situation, nor did plugging back in the power cord. Changing the installation location did not resolve the issue. Transmission data up to (B)(6) 2025 was available, but the last communication date and last connection date had not been updated since (B)(6) 2025. On 2025-12-02, customer center reconfirmed the issue by phone, but the issue had not been resolved, so we decided to replace the unit. On (B)(6) 2025, normal communication was confirmed at the patient's home using a replacement unit.